Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for stent-assisted coil embolization of a left mid cerebral artery (l mca) aneurysm, the physician experienced resistance/friction while trying to advance the prowler select plus microcatheter. (Complaint product #1). While attempting to deploy the enterprise vrd stent (complaint product #2), only the wire came out of the catheter-deployment difficulty. There was no reported loss of access to the target lesion. The l mca target lesion/aneurysm was reported to be: 10 x 7 mm, secular, multilobed, the neck to dome ratio was 0.75, and the proximal vessel diameter was 2.5 mm. The microcatheter was not re-shaped by the user. An adequate continuous flush was maintained to the microcatheter at all times. There was no difficulty reported inserting the guidewire into the microcatheter or in accessing the target lesion with the microcatheter. The procedure was completed successfully using other products. No additional information is available. Additional information received indicated that the prowler select plus micro-catheter (mc) was deployed across the neck of the aneurysm. The enterprise vrd stent was inserted observing all due precautions into the hub of the mc. After advancing the enterprise approximately two to three centimeters (2-3 cm), the device could not be advance further and the delivery system was removed from the patient with the stent remaining in the mc. The physician decided to deploy another enterprise vrd stent using another mc. The hub of the existing prowler select plus mc was cut beyond the stent and an exchange guidewire was inserted for (mc) catheter exchange and a new mc was successfully inserted. Another enterprise vrd stent was then deployed uneventfully to complete the procedure.

Manufacturer narrative:
Concomitant products: echelon, expedon 14, exiom coils, enterprise vrd stent. The product was returned for inspection. It was initially reported that during a stent assisted coil embolization of a left middle cerebral artery (mca) aneurysm, at the time of stent deployment, only the delivery wire of the enterprise vrd (enc452812/unknown lot) came out from the prowler select plus microcatheter, the stent did not. After loading the enterprise into the prowler, it could not be pushed further. The analysis of the returned enterprise found the prowler select plus microcatheter was broken, the ID band and hub were not returned. With follow-up investigation, regarding the condition of the returned device, clarification of the sequence of events was provided and indicated that the enterprise vrd could not be advanced through the prowler select plus and the stent deployed in the microcatheter when withdrawn. The microcatheter was cut distal to where the stent was and exchanged over a guidewire for another microcatheter. A new enterprise stent was then deployed uneventfully. The left mca target lesion/aneurysm was reported to be 10 x 7 mm, secular, multilobed, the neck to dome ratio was 0.75, and the distal vessel diameter was 2.5 and the proximal was 2.75. The microcatheter was not reshaped prior to use. An adequate continuous flush was maintained through the microcatheter. There was no difficulty encountered inserting the guidewire into the microcatheter and no resistance, kinking, or difficulty inserting the microcatheter to the target site. It was reported that the enterprise was inserted with all due precautions into the prowler hub; however, after about 2-3cm of pushing the stent, it could not be advanced further. A non-sterile microcatheter was received coiled inside of a plastic bag. Device was broken and the ID band and hub were not provided. The microcatheter's body was inspected and compressed/flattened sections were found on the distal body; several kinks were observed on the proximal body. The ID of the microcatheter was measured and was found within specification for the prowler select plus. The broken end was inspected under microscope and appears to have been cut with a sharp edge. A 0.018" cordis guidewire (lab sample) was inserted from the distal end of the microcatheter and it stuck at the flattened sections located on the distal body; then the guidewire was removed and inserted via the cut end of the microcatheter and it advanced smoothly through the inner lumen; however it got stuck at the flattened sections located on the distal body. The guide wire was removed without any difficulty. With functional testing of the returned section of the microcatheter resistance/friction was confirmed and was due to the flattened section of the microcatheter. The cause of the flattened and kinked sections and broken condition cannot be conclusively determined. However, they do not appear to be manufacturing related since it was reported that there was no difficulty inserting the guidewire into the microcatheter, which would have been done prior to insertion of the enterprise. Inspections are in place to prevent these types of damages from leaving the facility. Additionally, the area of these flattened sections does not correlate with the area of the microcatheter in which the reported event occurred. Therefore, these do not appear to be related to the event and likely occurred post procedural use. Without the receipt of the proximal end of the microcatheter and the enterprise stent inside of it, no conclusion can be made regarding the event. Analysis of the retuned section of the microcatheter found no indication of any manufacturing related issues related to the event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13470858 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Catheter assy lot 14029635 was reviewed. It was observed during review that no nonconformances were generated and no other incidents were noted that could be potentially related to the complaint reported. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including body od, joint od and tip od test. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR reports 1058196-2010-00096 and 1058196-2010-00097. Please note that this is the initial/final report for this product.